Event description:
Healthcare professional right side reported deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the anterior side assessed as unidentified (tear) opening and one opening on the radius side assessed as surgical damage like.(shell thickness was within specification). Additional observations: crease fold observed on the device. White particles observed inside device . Wear abrasion observed on the device.

Event description:
The device has been explanted and replaced.